Event description:
The pt reportedly had repeated infections. The pt was treated with oral antibiotics. As the infections persisted and the pt reportedly no longer used the device, the fixture was removed in 2005. The pt reportedly is "fine."